Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they are on medication which resulted in high blood glucose levels. Customer treated themselves with the insulin pump as they did not have a backup. Customer advised they would go to the emergency room.